Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported high voltage message during a procedure, the surgeon was able to continue by lifting his foot off the pedal and completed the procedure without delay. No patient injury.